Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced a yeast infection which caused the peritonitis. On an unreported date, the pt was treated for the event with antibiotic therapy. On an unreported date, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. On an unreported date, the pt recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.